Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend sealing stopped working while being used on the patient. On 06/30/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: enseal stopped working while being used on the patient. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.